Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had lost power. It was noted that there was moisture/corrosion in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.